Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as # 2134265-2008-00248. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to implant two taxus express2 3.0x20mm drug eluting stents; however, during both attempts, the distal portion of the stent was frayed. The procedure was successfully completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.